Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper failed to fire. The customer connected the instrument to a different bipolar port and exchanged out the energy cord with no resolution. The instrument was also moved to another arm, but there was still no energy to the instrument tips. The instrument was exchanged out and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument passed electrical continuity test. Visual inspection was performed and the instrument was found to have damage of the conductor wire's insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. Energy delivery test passed successfully. Visual inspection found no thermal damage to the conductor wire damaged insulation.